Event description:
It was reported that pump generated repeated cartridge alarms during cartridge loading starting on 5/4/2026, and customer stated that cartridge could not be loaded since that date. There was no adverse impact to the customer¿s blood glucose level. Customer used a backup insulin pump, and technical support arranged replacement pump.